Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Reportedly, customer did not know how the screen became cracked. Customer's blood glucose (bg) ranged from 225-380 mg/dl with trace ketones. Reportedly, customer's father helped administer a manual injection to address bg. Customer reverted to an alternate pump for insulin therapy.